Event description:
It was reported by the international distributor that a female patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. The patient was anticoagulated with 5,000ccs of heparin. Pre-procedural femoral angiogram revealed the artery size as over 5 mm, the stick was at the common femoral head, and there was no presence of calcium or peripheral vascular disease (pvd). Following the procedure, the physician who is still in training with an aci representative present during the case, used the mynx to close the femoral artery. There was no information provided in regards to the steps taken to deploy the device. It was reported that there were no complications during the procedure or closure and that mynx successfully achieved hemostasis. One hour post close, a hematoma measuring between 10-15 cm started to form at the access site. Manual compression for about 20 minutes was held over the access site and the hematoma was resolved. The patient was ambulated and discharged to home 2 days later with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1035121) did not reveal any issue that suggests the device may have caused or contributed to the reported incident.